Event description:
The pt reported blood glucose results of "390 mg/dl, 153 mg/dl and 65 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Basd on satistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or<=20 mg/dl. The meter was replaced.